Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements of 2,000 ohms, post new device implant. It was noted historically rv impedance has been right around 2000 ohms. Technical services (ts) discussed increasing the rv lead impedance maximum limit from 2,000 to 2,250 or 2,500 ohms in order to avoid alerts for the stable impedance at 2,000 ohms. There were no other signs of a lead issue. No patient adverse effects were reported. The lead remains in service.